Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 51mm abdominal aortic aneurysm. It was reported during the index procedure after the main body was implanted an attempt was made to implant etlw1613c199ej to the external iliac artery on the contralateral side however the graft cover did not come out despite the external slider being turned and thus the stent graft was unable to be implanted. The physician removed the device and etlw1613c124ej was used for the bridge. A non mdt limb was extended to the external iliac artery and a second non mdt limb was implanted to extend to the external iliac artery on the ipsilateral side. On final angiogram the physician suspected a type iii endoleak at the junction with the non mdt device on both sides. The physician then implanted an additional non mdt limb on the contralateral side and etlw1616c124ej on the ipsilateral side. A repeat angiogram revealed the endoleak was resolved and the procedure was completed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.